Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have contamination on both blades. One blade or both blades exhibited moderate contamination corrosion on the outer, inner and cutting-edge surfaces. When scratched with a pick, the debris was able to be removed and was not pitted into the blades. Cut performance is not negatively impacted due to the contamination. Other metal components adjacent to this contaminated blade(s) do not show damage. After cleaning, the instrument passed the cut test. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room (or), there were no incidents, and patient was not harmed nor that a rest from the cable pull remained in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curves scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was charred. No known impact or patient consequence was reported.